Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a sensor that would not communicate with the pump. Customer could not remember if it was a cal error or a sensor error. Customer stated that she had another issue where her blood glucose level shot up over 500 mg/dl. Customer stated that the pump did not get an alarm and her sensor glucose reading showed over 400 mg/dl. Customer changed the site and took insulin with a needle to resolve the issue. Customer was offered troubleshooting, and was assisted with testing and running java. It was explained that the sensor started but did not finish the initialization. Customer had to enter a calibration of 400 when their blood glucose level was over 500 mg/dl, due to not being able to enter anything over 400 mg/dl. It was explained that if the customer was at 500 mg/dl, she had to take some insulin and it was recommended to clear the meter blood glucose now alarm. Customer was advised to monitor the system. No further assistance needed.